Event description:
It was unk that the ventilator stopped ventilating the pt. It is unk if the ventilator alarmed when the reported problem occurred. The pt was placed on another ventilator. No pt harm reported.

Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline. The service personnel inadvertently failed to notify regulatory affairs.